Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced "hard breathing, bloated, nausea" during fill one of four. The patient was connected to the homechoice pro device at the time of the event. Renal therapy services (rts) assisted the patient to drain which relieved the patient symptoms, specified as "felt relief". Treatment was stopped. Rts advised the patient to contact the pd nurse regarding the incident and to inform them that the ida was set to 0. There was no report of a medical intervention associated with this event. No additional information is available.